Manufacturer narrative:
The failure for device coming apart was confirmed by the technician through visual inspection. The pin holding the head on the device was loose.

Event description:
It was reported by the user facility that the radiolucent right angle drive's head was broken off. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported by the user facility that the radiolucent right angle drive's head was broken off. The user facility was not able to provide any further information regarding the reported event.